Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced early end of service (eos). It was further reported that the device experienced electrical reset. The device remains in use. No patient complications have been reported as a result of this event.